Event description:
The reporter stated the surgeon was inserting a cc4204bf collamer single piece lens and noticed the lens was tearing. There was no pt contact. Another same model lens was implanted.